Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The consumer reported via the device manufacturer's representative (rep) that it was difficult recharging and that the device does not want to recharge despite having "8 bars for a long time". The patient reported difficulty recharging. The patient stated they fell prior to the recharging difficulty. Recharger training was conducted and recharging education was conducted with the rep. A device interrogation was attempted, but device dish argued. It was unknown if the issue was resolved at the time of this report. There was no surgical intervention that occurred or was planned. Medical history includes prior spine fusion with instrumentation. If additional information is received, a supplemental report will be submitted.